Event description:
Adverse event # 6. Wrinkling, (left side, implant serial number: (B)(4). Doi: (B)(6) 2020). On (B)(6) 2021, she presented with wrinkling, which required surgical intervention, fat grafting on (B)(6) 2021. The principal investigator assessed this event as moderate in severity, serious, possibly related to the device.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on may 16, 2023, indicated that the patient presented with infection, which required implant removal on (B)(6) 2022,. The principal investigator assessed this event as severe in severity, serious possibly related to the device reason for device explant and/or reoperation: wrinkling, wound infection, surgical intervention manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
Adverse event # 6. Wrinkling, (left side, implant serial number: (B)(4). Doi: (B)(6) 2020). On (B)(6) 2021, she presented with wrinkling, which required surgical intervention, fat grafting on (B)(6) 2021. The principal investigator assessed this event as moderate in severity, serious, possibly related to the device.